Manufacturer narrative:
The automated impella controller device was returned, and an evaluation is underway. Upon completion of the evaluation/analysis, a supplemental report will be filed.

Event description:
It was reported during preventive maintenance, no patient involvement, the automated impella controller (aic) display flickered when powered on. The aic was sent for data and device analysis.

Manufacturer narrative:
The investigation of automated impella controller (aic) - display issue has been completed. Data analysis: console logs from the reported day of event do not contain any information relevant to this failure mode. Device analysis: the console was sent back to field service (fs) for further investigation and was tested after arriving in fs. The reported issue was reproduced, and intermittent lines were observed on lcd screen. Further testing aimed at determining whether the issue was caused by the 4-in-1 assembly or the lcd were inconclusive. Root cause: the root cause of the flickering screen (horizontal intermittent line) was mostly due to the 4-in-1 assembly or the lcd.